Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted approximately 6-8 weeks after implant, due to pain caused by the placement of the device. The patient was reportedly tiny and the ins was placed in the ¿buttock cheek area¿. When the patient sat down, the ins would move, which "jarred" the wiring and, then, it would ¿hurt like crazy¿. Follow-up is being conducted to provide additional information surrounding the event. If this information becomes available, a follow-up report will be submitted.